Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg on (B)(6) 2025, which is off-label usage of the device. On 12/16/2025, it was reported that the patient was experiencing confusion, agitation, headache, numbness of the face, nausea, and was feeling weak. The cgm device was reading 91 mg/dl and no fingerstick was taken. The patient was brought to the hospital where they arrived at around 08:30 pm. When a fingerstick was taken the cgm reading was around 91 mg/dl, and the blood glucose reading was around 50 mg/dl. The pump was removed as it was automatically delivering insulin. The patient was treated with intravenous zofran, glucose, and juice. The patient was discharged around 02:30 am on (B)(6) 2025. The blood glucose reading was 127 mg/dl at that moment and the cgm reading was 138 mg/dl. The patient recovered after the event but was still feeling tired at the time of the report. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the patient arrived at the hospital, the reported glucose values fall within the c zone of the parkes error grid. When the patient was discharged, the reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.